Event description:
A customer reported as a result of not receiving her replacement lancing device, she was unable to test and was hospitalized for 2 days after she experienced a hypoglycemic episode with loss of consciousness. The paramedics were called, administered an oral glucose and transported customer to a local hospital where she was diagnosed with hypoglycemia. The customer was reportedly given metformin at the hospital and self-treated with glucose tablets and food to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a delivery delay, no investigation of the product is required. This is a final report. The date of the medical event is unknown.